Manufacturer narrative:
G4:25nov2020; b4:01dec2020. The customer requested that a philips field service engineer (fse) be dispatched to the customer site who confirmed the front bezel required replacement. The fse replaced the front bezel to resolve the issue and the device was returned to service. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. The root cause of the reported failure for the navigation ring is liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
It was reported to philips that the device had a navigation ring failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.